Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found no issues on the pump. Blood was found inside the cannula & pump housing indicated that pump has been placed inside the patient body. The root cause of kinked cannula was most likely use related.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a kink in the impella cp and the impella cp was removed and replaced. No patient harm was reported.